Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number was dbq92 with an expiration date of 28-dec-2025. The qc was acceptable. The field service engineer found an issue with the sample probe. He replaced the sample probe and verified the adjustments. Ise checks, qc, and precision studies were performed, and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 3 patients¿ samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Patient 1: initial result: 140.0 mmol/l. Repeat result: 130 mmol/l (tested on another ise unit). Patient 2: initial result: 148.3 mmol/l. Repeat result: 138.2 mmol/l (tested on another ise unit). Patient 3: initial result: 150.5 mmol/l. Repeat result: 136.9 mmol/l (tested on another ise unit). The repeat results were deemed to be correct. Reportedly, an amended report with the correct results for patient 1 and patient 2 was issued.